Event description:
It was reported that during the implant procedure, the device did not exit storage mode when connected to the right ventricular (rv) lead. The rv lead had previously demonstrated acceptable sensing, capture, and impedance measurements, but when the lead was connected to the device, all the measurements were out of range. The physician disconnected the rv lead and tested it with an external monitor, but the impedance value was still out of range. The physician alleged a potential rv lead fracture. When the rv lead was removed from the patient, the extended rv lead helix cut the cephalic vein. The physician elected to explant both the device and the rv lead and replace them with a competitor's system to resolve the event. No additional adverse patient consequences were reported. The device was subsequently returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, the device did not exit storage mode when connected to the right ventricular (rv) lead. The rv lead had previously demonstrated acceptable sensing, capture, and impedance measurements, but when the lead was connected to the device, all the measurements were out of range. The physician disconnected the rv lead and tested it with an external monitor, but the impedance value was still out of range. The physician alleged a potential rv lead fracture. When the rv lead was removed from the patient, the extended rv lead helix cut the cephalic vein. The physician elected to explant both the device and the rv lead and replace them with a competitor's system to resolve the event. No additional adverse patient consequences were reported. The device and the rv lead are expected for analysis but have not yet been received.